Event description:
It was reported that the tip detached. A v-18 control wire was selected for a procedure to treat peripheral artery disease. A contralateral approach was used to advance the wire to the stenosis. A non-boston scientific balloon was advanced over the wire. The balloon was unable to completely advance over the wire. The balloon had access to the lesion and the physician wanted to remove the wire. When withdrawing the wire, the tip detached and remained within the balloon. The wire was recovered together with the balloon. The physician's opinion regarding the cause of the event was that the procedure was too dry with less fluid used. Another v-18 control wire was used to complete the procedure. There were no patient complications and the patient had a good outcome.

Manufacturer narrative:
Device eval by manufacturer: the guidewire was returned for analysis. The distal tip of the guidewire was bent and kinked. The polymer jacket was found longitudinally detached from the distal end of the guidewire. The polymer jacket was missing. Dimensional inspection was performed, but the distal tip outer diameter could not be measured due to the detached polymer jacket. The overall length and outer diameters of the proximal and middle sections were found to be within specification. H1: type of reportable event was corrected from serious injury to malfunction.

Event description:
It was reported that the tip detached. A v-18 control wire was selected for a procedure to treat peripheral artery disease. A contralateral approach was used to advance the wire to the stenosis. A non-boston scientific balloon was advanced over the wire. The balloon was unable to completely advance over the wire. The balloon had access to the lesion and the physician wanted to remove the wire. When withdrawing the wire, the tip detached and remained within the balloon. The wire was recovered together with the balloon. The physician's opinion regarding the cause of the event was that the procedure was too dry with less fluid used. Another v-18 control wire was used to complete the procedure. There were no patient complications and the patient had a good outcome.